Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol ventralex st used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016 - the patient underwent surgery for implant of an unspecified bard/davol ventralex st. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016 - the patient underwent surgery for implant of an unspecified bard/davol ventralex st. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2016- patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with the implant of ventralex st mesh. Per operative notes, ¿the scar tissue was then excised with this down to the fascial level. There was a lipoma in the area which was excised. The ventralex st mesh was sewn in place using sutures.¿ (B)(6) 2016- patient was diagnosed with post operative seroma thereby underwent wound exploration and drainage of seroma. Per operative notes, ¿approximately 50 - 60 ml of serous material was drained. It did not appear activity infected. The mesh appeared to be intact.¿ (B)(6) 2016 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with removal of ventralex st mesh and implant of biological mesh. Per operative notes, ¿the previously placed mesh appeared to be intact with an old seroma present in this area. Multiple adhesions and scar tissue were encountered with this. These were removed along with the ventralex st mesh. Then a piece of biological mesh was then placed intracorporeally using sutures.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol ventralex st used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. Addendum: root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2014) is considered to be a best estimate. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.